Manufacturer narrative:
The customer¿s report of a pca over infusion was confirmed through log analysis. The pcu event log showed that an infusion of hydromorphone was programmed at 6:29am on (B)(6) 2015 for a pca only infusion (no continuous rate) with pca dose 0.2mg, lockout 10 minutes and max limit 6 mg/4 hours. At 10:50am the program was changed to pca+continuous with a continuous dose of 0.2mg/h. At 2:18 pm the user changed the continuous dose to 3mg/h, resulting in a soft guardrails alert occurred due to the dose being above the guardrails limit of 0.9mg/h. The user selected yes to proceed with programming and started the infusion which continued infusing at 3mg/h (rate=6ml/hr) for 1 hour and 47 minutes until a max limit alert occurred. The root cause of the pca over infusion was due to a user programming error. No devices were returned for investigation by the customer. Devices not received, log review only.

Event description:
The customer reported an overinfusion of dilaudid in which "the patient had altered mental status and a reduction in her o2 saturation. She required a rapid response and move to an imu. She has recovered to baseline." Intended programming was for pca dose 0.3mg, lockout of 10 minutes, basal rate of 0.3mg/h and a 4 hour max limit of 6mg.